Event description:
Patient status post plate and screw implantation returned to surgeon and an x-ray showed one screw backed out of the plate. Patient could feel the screw under the skin. Surgeon noted the fracture was healed and removed the hardware.

Manufacturer narrative:
(B) (6): this information was not provided during the initial report. Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture without a lot number provided or the returned device. The manufacturing device history record review cannot be completed without a lot number or the returned device. The investigation could not be performed. No conclusion could be drawn, as no product was returned and not part/lot number was provided.